Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
The customer reported that while the ventilator was connected to a patient, patient ventilation stopped for a few seconds, there was a high pitched alarm and a message "vent unit restarted". The ventilator was removed from service. No reported patient injury.

Manufacturer narrative:
During the investigation the affected device and its log file were analyzed. It could be confirmed that the safety software of the device detected an internal deviation, generated the reported alarm message and rebooted in an attempt to solve the problem on the reported date of event (B)(6). In general, during a reboot sequence the safety valve is opened in order to allow spontaneous breathing in case a patient is connected. This reboot is alerted to the user via an audible alarm. In this case, the root cause of the problem could be determined to be a malfunction of the pba therapy control unit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Refer to the initial-report.